Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Device was returned and an investigation was completed. The internal inspection confirmed that the chiller unit broke, and the chiller assembly was replaced. A supplemental report will be submitted if and when additional information is obtained.